Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-01065. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using penumbra coil 400''s (pc400's) and a penumbra coil detachment handle (dh1). During the procedure, the physician advanced a px slim delivery microcatheter (px slim) towards the left iia, then deployed and detached eleven pc400's using the dh1. Next, the physician deployed a new pc400 into the target vessel and then made three attempts to detach the coil using the same dh1 but was unsuccessful. The physician decided to retract the pc400; however, while the coil was being retracted, the pusher assembly became kinked. Therefore, the procedure was completed using a new pc400, the same dh1 and the same px slim. There was no report of an adverse effect to the patient.